Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
While troubleshooting a check supply line alarm with the home patient, the technical service representative (tsr) found that the home patient (hp) stated when connecting bags the spike came out of the supply bag so she changed supply the bag without changing the cassette and other bags. The tsr advised the hp that this is not sterile technique and may risk self for infection. The tsr advised the hp to start over with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp stated that she could not recall the spike issue, but she stated that she did remember the alarm and that the tsr advised to start over with new supplies. She stated that everything worked out fine after she reset the hc with new supplies. The cause was not determined. The sample/lot was no longer available, as the hp needed to order more supplies and no longer had the old ones available.